Event description:
Initiating treatment and rec'd high return pressure alarm. The connector on the return line of the prismaflex circuit was broken. Unable to return blood to pt. Estimated blood loss 50 cc. The circuit is primed and the pt catheter is prepared for connection. Both the access and return lines are then connected to the pt's catheter. In this case, the bedside nurse did not follow procedure and connect the return line directly to the catheter but back to the priming bag of saline. She then moved it to the catheter. The machine alarmed and treatment could not proceed. Upon assessment of lines, we noticed a piece of that return line had broken off and was still connected to the priming bag. This prevented the line from totally connecting to the pt catheter thus causing the high pressures.